Manufacturer narrative:
The manufacturer field service technician ran the unit and confirmed that the cord never got hot. Function and safety testing was performed and the device was returned to service.

Event description:
It was reported that the electrical cord on the neptune rover is getting hot during a case. The case was completed successfully without any procedure delay. There was no medical treatment or intervention and no adverse consequences associated with the device.